Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for the lcd pcb display being damaged. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the display screen is damaged. No further information was provided.